Manufacturer narrative:
Pump passed self test and active current measurement. No unexpected replace battery alarm during testing. However, the pump received with a high sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was without spec range. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 20.0 received the lowbatteryalert (104) on 10/24/2025 16:07:00 faster than expected at 0.0 days. Battery cycle 19.0 received the lowbatteryalert (104) on 10/24/2025 12:06:00 faster than expected at 0.0 days. Battery cycle 18.0 received the lowbatteryalert (104) on 10/24/2025 12:04:00 faster than expected at 0.0 days. Battery cycle 17.0 received the lowbatteryalert (104) on 10/24/2025 11:46:00 faster than expected at 0.01 days. Battery cycle 16.0 received the lowbatteryalert (104) on 10/24/2025 08:29:00 faster than expected at 0.04 days. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly during visual inspection. The p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), serial number label missing. Customer alleged for unexpected problem-battery loss, low battery alert, charge/battery lasts less than expected, failed battery test and high sleep current measurement during testing due to moisture damage electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life issue with the pump and pump battery compartment was damaged. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer mentioned pump alarmed with ¿replace battery¿ or ¿replace battery now and battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.